Manufacturer narrative:
H.6. Investigation: two photos and twenty loose 10ml syringes (p/n 301029) were received. The samples were visually evaluated. Each syringe had missing print either on several grad lines, the numerals, or the bd logo with most items missing more than 50% of the print. Scuffing was visible in the locations where print was missing, indicating scale marking removal after the printing process. Device history record review: all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch #0266276 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A complaint history check was performed and no additional complaint reported with the defect/condition of scale marking issue with lot # 0266276 regarding item #301029 a trend review was performed and seven additional complaint reported with the defect/condition of scale marking issue regarding item #301029 was found in a 12-months period (october 6th, 2020 to october 6th, 2021). Potential root cause for the missing print defect is associated with the assembly process. It is likely that a syringe component inadvertently became lodged in the assembly dial and scraped off the print of a limited number of processing parts before the part was dislodged. No corrective actions are necessary based on the defective rate identified. Batch #0266276 is considered in compliance with our product specification requirements.

Event description:
It was reported that syringe 10ml ll bns printing was illegible. This occurred on 152 occasions. The following information was provided by the initial reporter: it was reported that product was rejected due to illegible printing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos and ten loose 10ml syringes (p/n 301029) were received. The samples were visually evaluated. Each syringe had missing print either on several grad lines, the numerals, or the bd logo with most items missing more than 50% of the print. Scuffing was visible in the locations where print was missing, indicating scale marking removal after the printing process. No corrective actions are necessary based on the defective rate identified. Batch number 0266276 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the missing print defect is associated with the assembly process. It is likely that a syringe component inadvertently became lodged in the assembly dial and scraped off the print of a limited number of processing parts before the part was dislodged. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 10ml ll bns printing was illegible. This occurred on 152 occasions. The following information was provided by the initial reporter: it was reported that product was rejected due to illegible printing.